Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the 30 degree endoscope plus for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the log for the endoscope (pn 470057-08/sn (B)(4)) associated with this event was performed. Per logs, the endoscope was last used on (B)(6) 2022 on system (B)(4). The endoscope had 1939 uses remaining after last use. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the surgeon experienced non-intuitive motion with a 30 degree endoscope plus. The 30 degrees down was selected in setup, but the horizon line was at 90 degrees. The technical support engineer (tse) guided the surgeon to remove the endoscope and check if it could be rotated smoothly, but it was very hard to rotate with a noisy bearing sound. The site installed a spare endoscope and it worked perfectly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The endoscope had error code 5831 with damaged endoscope adapter (aea) or friction issue.

Event description:
Refer to h10/h11 for follow-up information.